Manufacturer narrative:
Corrected information: b2 (inadvertently omitted).

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the lots of products shipped to the patient for three (3) months prior to the event date. The entire set of lots have been sold and distributed. There were no non-conformance's or abnormalities identified during the manufacturing process associated with the reported event. An investigation of the device history records was conducted and confirmed that the results of the in-progress and final quality control testing met all requirements and the lots met all specifications for release. The user guide p/n 480145 was reviewed and indicates "you must use aseptic technique as directed by your pd nurse to prevent infection¿. As per the follow up information received, the incident is attributed to end user error.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between the pd therapy with the liberty select cycler/liberty cycler set and the patient¿s peritonitis event. However, there is no objective evidence that a liberty select cycler/liberty cycler set malfunction or product deficiency was associated with this event. The patient¿s pd culture yielded growth of pseudomonas which is an organism that is commonly found in soil. The patient¿s pd nurse reported the patient was performing pd therapy with a dog in the same room. Therefore, based on the reported information, the patient¿s peritonitis can be reasonably attributed to a breach in infection control measures associated with organism transmission from a dog.

Event description:
It was reported that a peritoneal dialysis (pd) patient has peritonitis. There were no reported issues with any fresenius device or product in relation to the peritonitis event. During follow up, the pd registered nurse (pdrn) reported that on (B)(6) 2020 the patient had a pd culture obtained on which yielded growth of pseudomonas. The patient was treated with ceftazidime 2 grams intraperitoneal (ip) for 14 days on an outpatient basis. Per the nurse, the patient is reportedly recovering. The nurse stated the event was not related to any fluid leaks or any other issues with fresenius device or product. Per the nurse, the patient was not following infection control procedures. Reportedly, the patient recently moved and has had dogs in the same room with her while she performs pd treatments. It was stated the peritonitis was related to dirt/soil carried in by the patient¿s dog. Per the nurse, the peritonitis was caused by a breach in infection control measures since having the dog in the room where she does her pd.